Manufacturer narrative:
(B)(4). D10: item# 110029136; lot# unknown. G2: foreign - event occurred in canada. H6: proposed component code - mechanical (g04) - drill. Attempts have been made to gather product ID information and no further info is available. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that on an unknown date, two reamers were discovered to be worn. No patient harm or consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6; h10. Visual examination of the returned product identified signs of use as well as wear and tear. The attachment feature of the device has scratches and gouges. The shaft of the reamer has galling which has damaged the shaft enough that the lot information is no longer legible on the device. The head of the reamer shows wear with scratches and knicks on the edges of the blades. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The event was able to be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.